Manufacturer narrative:
Continued: e1: address 2: (B)(6). Continued: e1: phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Physician reported left side intracapsular rupture and seroma diagnosed by ultrasound with pain and deformity. The device has been explanted and replaced with another manufacturer's device.

Event description:
Additionally reported was "fat necrosis".

Manufacturer narrative:
The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Correction to b5 description of event: the event of "seroma" was mentioned in the initial medwatch. It has been determined by abbvie medical safety that this event occurred on the contralateral side, as reported in mrn 9617229-2024-23117. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. ¿ pain: unable to observe. ¿ deformation: not observed because the device is rupture. No other observations observed, no further actions are required.

Event description:
Physician reported left side intracapsular rupture diagnosed by ultrasound with pain and deformity. The device has been explanted and replaced with another manufacturer's device.